Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the rad-g devices will power on and off on their own continually. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned rad-g was evaluated. The device was unable to power on due to an externnally damaged power button. No damages or defects were observed inside the circuit board power button. The reported power issue was not observed during lab testing.

Event description:
The customer reported that the rad-g devices will power on and off on their own continually. There was no patient impact or consequence reported.